Event description:
On (B)(6) 2010, the primary tlif surgery was performed for lubmer spondylolisthesis. (Date unknown), the oic cage was backed out. On (B)(6) 2010, the revision surgery was performed to impact the oic cage backed out into the original position. On (B)(6) 2010, it was found that the oic cage was backed out again. The surgeon is considering to perform another revision surgery (revision date not determined yet).

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.